Manufacturer narrative:
The 170mm wormald bipolar forceps (mcen641) was not returned to the manufacturer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; device history records (DHR) was reviewed, and no anomalies were observed. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that the insulation was coming off of the 170mm wormald bipolar forceps (mcen641). It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.